Event description:
It was reported that high impedances were measured during the replacement of the implantable neurostimulator for normal battery depletion. All electrodes were greater than 4,000 ohms. A lead revision was planned as a result, but had not occurred as of the date of this report. Less than 50% therapy relief was noted. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
Additional information received reported the revision had been performed and a new tined lead was implanted. The patient was doing well and receiving therapy.